Manufacturer narrative:
The device was serviced by a service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-49 alarm was identified during functional testing and the event history log review. The cause of the condition was determined to be a damaged battery. The battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 alarm (malfunction in real time clock: abnormal rtc data). The alarm occurred at the time of turning on the device. There was no patient involvement. No additional information is available.